Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center would not trigger the gastroenterology medical data. The issue occurred during a diagnostic esophagogastroduodenoscopy, and it was finished with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was confirmed by technical assistance center (tac). The customer contacted olympus technical assistance support (tac) via email. It provided remote troubleshooting and walked the customer through in clearing the internal buffer to fix the error (e302) and issue has been resolved. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.